Event description:
A customer reported that the unit did not detect the foot pedal during a procedure. An alternate footswitch from another location was used to complete the case following a 2-3 hour delay. There was no pt harm reported. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and was unable to duplicate the customer reported problem; however system message "detent failure" was found in the system event log. The company representative replaced the footswitch and the footswitch interface printed circuit board (pcb). Preventive maintenance was performed. The system was then tested and met all product specifications. The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).